Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unreadable. Reportedly, the touchscreen would intermittently not display graphics or text after wake button was pressed. Customer's blood glucose was 140 mg/dl. Reportedly, customer continued to use the pump for insulin therapy, and also confirmed that manual injection are available for alternate insulin therapy.